Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the shell. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event was unable to be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.